Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer was unable to communicate with the provided analyzer in analyzer software mode. The analyzer was out of specification. (B)(4).

Event description:
The analyzer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.